Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were experiencing poor communication. They had tried communicating with and without the antenna. Troubleshooting was not done on the call due to lack of access to the product. They stated they would be calling back later that day. It was noted they had unrelated surgery on (B)(6) 2019 and they had an appointment with their healthcare provider scheduled for (B)(6) 2019. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: the steps taken to resolve the poor communication were the patient's home health nurse fixed it. No further complications were reported or anticipated.